Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7074459/7076225.

Event description:
It was reported that the patients ipg was shutting off by itself and was not working as intended. It was also noted that the patient experienced inadequate stimulation, as contacts on one of the leads were not functional. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. All explanted device components were discarded by the facility.